Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed opcheck. The system was further clarified by a philips fse that calibration of the co2 functionality failed. There was no pt involvement.